Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 522-523 mg/dl and trace ketones; cause of elevated bg was not known. A correction bolus and multiple daily injection were delivered to address bg. A pump system check was performed, and no issues were identified. Recommendation was made to consult with a healthcare provider regarding diabetes management.